Event description:
It was reported that the patient called with low flow alarms and was admitted on (B)(6)2022 due to persistent low flows despite fluid intake. A speed increase did not help increase flow either. Computed tomography (CT) showed an extrinsic outflow graft obstruction and the patient underwent corrective surgery. The graft was not exchanged and once the gelatinous material under the bend relief was removed, the area was left open without replacing or repairing the bend relief. The patient was originally implanted without a clip in 2016. The outflow graft was twisted, so the surgeon dissected the area and anastomosed it back together once the graft was untwisted. The graft is now shorter.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed an extrinsic outflow graft obstruction underneath the bend relief and an outflow graft twist distal to the bend relief. These findings could have contributed to the low flow alarms confirmed through review of the submitted log files. A specific cause for the extrinsic outflow graft obstruction and distal twist could not conclusively be determined through this evaluation. Review of the submitted controller event log file captured transient low flow hazard alarms on 05dec2022 and 06dec2022. In addition, the controller periodic log file captured a gradual decrease in estimated flow between 27nov2022 and 05dec2022. The system appeared to operate as intended at the set speed for the duration of the files. Additional information stated that after the gelatinous material under the bend relief was removed, the area was left open without replacing or repairing the bend relief. An outflow graft twist was also observed, so the surgeon dissected the area and anastomosed it back together once the graft was untwisted. It was noted that the patient was implanted in 2016 without an outflow graft clip. The low flow alarms reportedly resolved post-surgery and the patient fully recovered and was discharged. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events. This document also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The low flow alarms resolved post surgery and the patient has fully recovered and was discharged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.